Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during the procedure, the threads of the ultrabutton broke when the graft was being raised. All the pieces were removed, a small incision was made to remove the button betraying the white and green threads of the remaining button. With the help of a guide, the plate was lifted and removed. The procedure was completed using a back-up device. The back up device was used in the originally drilled hole. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. One green flip suture is run through the ultrabutton and shows no defect. The ultrabutton shows use but is not damaged. The blue/white long braid is still run through the ultrabutton and has been cut just above the separation into the adjustable loops. The adjustable loops have been cut on one suture and has a fraying break on the second suture. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the material specifications found that a certificate of conformity (c of c) is required with each shipment. Traceability between lot # on c of c and lot # on supporting data is required. Tensile strength compliance must be verified, and parts must be free of loose particulate contamination. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include (1) excessive force (2) contact with a sharp grasper/instrument. Based on this investigation, the need for corrective action is not indicated.